Event description:
The manufacturer received information alleging a ventilator was alarming and powered off. There was no report of patient harm or injury. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator allegedly was alarming and powered off. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for evaluation. The device's downloaded event logs confirmed the device alarmed and powered down. The device's software was reloaded to address the issue.